Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation under the lifevest. The irritation was reportedly was reportedly itchy and bleeding. The patient removed the lifevest to allow the irritation to heal and cleaned the area with alcohol. The patient's physician was aware of the irritation, but did not provide any treatment. During a follow-up call, the patient reported that the irritation was still present and had not improved. The medical outcome of the irritation is unknown.